Manufacturer narrative:
Upon discovery of the reported event, replacement of the clamp resolved the issue. No further issues were reported. Analysis of the returned clamp confirmed the physical damage as the retainer ring has been pulled from the tip of the adjustment screw and was missing. The adjustment screw was able to close the clamp but would not open it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while un-crating the navigation system, they discovered that the short spine clamp washer was missing. There was no patient present when this issue was identified.